Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not switching on. Review of the log files shows sibbox (system interface board box)/board failed. Upon troubleshooting fse found that sibbox (system interface board box) was defective. To resolve the issue, fse replaced the old sibbox (system interface board box). The same issue reoccurred three times, where fse replaced dcps (direct current power supply) power supply, reset power supply connection and installed the sib (system interface board). After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.